Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose (bg) ranged from 127-640 mg/dl. The customer administered a manual injection to address the bg. Reportedly, an obstruction was blocking the speaker holes. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.